Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. Before inserting the wds, air bubbles were seen in the top of the aortic arch. The patient experienced st segment elevation and a drop in blood pressure. The physician started giving the patient fluids, increased the oxygen delivery to 100 percent, supported the patient with epinephrine and recommended repositioning the patient in a reverse trendelenburg position. The procedure was continued, and the physician successfully implanted the closure device in the laa of the patient. By the end of the procedure the patient's vital signs had all recovered and the st segment elevation resolved. The patient was kept overnight for observation before being discharged the next day. The patient did not experience any other complications as a result of this event and has made a full recovery.